Event description:
It was reported that after the completion of ion endoluminal lung biopsy procedures, an unspecified number of patients developed a pneumothorax. Per the physician, there was no malfunction of the ion system, and the pneumothoraxes were complications related to the patients¿ anatomy. Although it was reported that an unspecified number of patients developed a pneumothorax, there was no information provided regarding each individual case and/or patient to suggest a serious injury occurred. The cause of the alleged pneumothoraxes' are unknown at this time. Intuitive surgical, inc. (Isi) made the required follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the available information, the cause of the alleged patient developed a pneumothorax was unable to be determined, as there was insufficient information provided to determine the severity of the pneumothorax. There is no allegation/report that a malfunction of an ion system, instrument, or accessory occurred. If additional information become available, a supplemental MDR will be submitted. No video/images were provided by the customer for review. A system log review cannot be performed since no events dates were provided for any of the alleged cases. This event is being reported due to the following conclusion: available information provided from the customer site does not have enough information on the alleged pneumothorax incident to determine if it was temporary/transient. Also, due to the lack of response from the involved surgeon, isi does not have enough information to rule out if there was any medical intervention required. Based on the complaint information, there was no information provided to suggest that the patient sustained a serious injury and there was no report of medical intervention required to treat the issue. At this time, the cause of the alleged pneumothorax is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field d6 is not applicable because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. H4 is blank because there was insufficient product information available to determine the manufacture date.